Manufacturer narrative:
Follow-up #2: device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: on investigation, the alleged inaccurate delivery issue was not duplicated. Review of black box data did not find issues related to the complaint in the pump history. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Caps were not returned and using test caps, the pump powered up and functioned properly. The pump delivery accuracy and force sensor calibration reading were found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio and normal bolus were delivered and recorded correctly. Unrelated to the complaint, a battery compartment crack was found near the cover with evidence of moisture contamination inside the compartment. A battery compartment leak was demonstrated in a leak test. Pump casing was opened and no anomalies were found inside the pump. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has received additional information regarding this complaint. The reporter provided additional information alleging "alarm no injection/no delivery." This additional information makes this complaint a call service alarm issue, instead of an inaccurate delivery deliver issue as initially reported. No further action required at this time. History-settings/inaccurate delivery no longer applicable, appropriate category is call service alarm/call service alarm issue